Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. However, follow up with the customer indicated that the issue was a result of improper activation of the safety shield by the user. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd eclipse¿ blood collection needle with luer adapter there was an issue with a needle stick. It was stated ¿three instances where item did not work properly ¿ and one needle stick. The safety device (pink ¿eclipse¿ part) broke off of the needle. Making the blunting of that needle impossible. The one that resulted in a needle stick; according to the caregiver, occurred while the caregiver was trying to engage the safety device; the pink eclipse went to the side of the needle and not over the top. A preliminary investigation took place; needle stick does seem to be more human error then equipment error, according to accounts given by the caregiver and manager.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: no.

Event description:
It was reported with the use of the bd eclipse¿ blood collection needle with luer adapter there was an issue with a needle stick. It was stated ¿three instances where item did not work properly ¿ and one needle stick. The safety device (pink ¿eclipse¿ part) broke off of the needle. Making the blunting of that needle impossible. The one that resulted in a needle stick; according to the caregiver, occurred while the caregiver was trying to engage the safety device; the pink eclipse went to the side of the needle and not over the top. A preliminary investigation took place; needle stick does seem to be more human error then equipment error, according to accounts given by the caregiver and manager.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ blood collection needle with luer adapter there was an issue with a needle stick. It was stated ¿three instances where item did not work properly ¿ and one needle stick. The safety device (pink ¿eclipse¿ part) broke off of the needle. Making the blunting of that needle impossible. The one that resulted in a needle stick; according to the caregiver, occurred while the caregiver was trying to engage the safety device; the pink eclipse went to the side of the needle and not over the top. A preliminary investigation took place; needle stick does seem to be more human error then equipment error, according to accounts given by the caregiver and manager.¿ there was no report of injury or further medical intervention.